Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable investigation result of a balloon burst. Block h11: investigation results: the returned cre fixed wire dilatation balloon was analyzed, and a visual examination found the balloon in a detached condition. Evidence of a kinked catheter was observed. Additionally, the balloon was noted to be burst. No other problems with the device were noted. The analysis on the returned device found that the balloon in a detached condition, along with evidence of a kinked catheter and a burst balloon. According to the event description, significant negative pressure was applied during attempts to aspirate air, and staff reported that the device felt kinked at the connection site of the balloon and the cable during withdrawal. These observations are consistent with procedural handling and mechanical stress applied to the device during use and retrieval. Given that all device findings align with mechanical stress and handling during the procedure, and no pre use malfunction could be confirmed, the event is assessed as related to procedural factors. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during a dilation procedure performed on (B)(6) 2025. During the procedure, after dilation, the balloon dilator could not be withdrawn through the scope. Staff attempted aspiration by detaching and reattaching the syringe, but significant resistance remained, and the device appeared kinked near the balloon to cable connection. Cutting attempts with scissors were unsuccessful. The scope was removed, the procedure was completed with a second scope, and or wire cutters were used to cut the device and safely remove it for processing. The procedure was completed using another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event and the patient condition following procedure was reported to have fully recovered. This event has been deemed a reportable event based on the investigation finding of a balloon burst. Please see block h11 for full investigation details.